Event description:
Patient was getting cardioverted one (1) time and some of his chest hairs caught on fire. An arc appeared from the pad and as soon as the fire was seen it was put out by the doctor. Patient was asleep. First degree injury to the patient's upper chest. Some hairs burned off.